Manufacturer narrative:
(B)(4).

Event description:
During the index procedure it was reported that the patient received two resolute integrity drug eluting stent in the rca. The patient suffered an mi on the day of the index procedure and a resolute integrity drug-eluting stent was implanted in the rca, rpl during revascularization. Investigator indicated that the reported mi was related to the study device.